Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient, manufacturer representative and healthcare provider reported that the patient was having difficulty using their device and it would make their left leg jump. The manufacturer representative met with the patient for trouble shooting. They turned the device on at a very low intensity and it did not make their legs jump. The patient requested that the manufacturer representative leave the device turned off. The cause of the leg jumping around was undetermined. The patient's nurse told the patient that their wires were sticking out. The patient's incision was draining. The patient had attempted to pick the implantable neurostimulator (ins) out. The cause of the drainage was due to irritation from self injury. They thought the sites were infected and the leads were coming out. There were 2 long clear sutures from each incision that were outside the body. The sutures were trimmed off to the skin and the patient was placed on an antibiotic for infection. The patient was not taking the antibiotics at the time of the report. The issues had improved but were not resolved. Indications for use: lumbar radiculopathy spinal pain